Event description:
Per affiliate: the customer was hospitalized for high bgs. It was reported that the pump had an alarm. The driver arms were not at the end of the lead screw and the infusion sets were changed. The contact stated that there is no leak or bent cannulas and the pump has been cleaned.